Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins was not working and would not take a charge. The caller said that the patient tried to charge the ins and it wouldn't do anything; caller said the screen was blank.  The caller said the patient's problem started at the time they were sent the new piece but could not remember. The patient rep will call back when they have equipment for further troubleshooting. The caller inquired about a replacement ins if the external equipment was not the issue. Patient services (pss) redirected caller to patient's healthcare provider for further information regarding ins replacement. The patient rep later called back stating that the implant had not worked in 4 or 5 months because the patient had fallen on the same spot as the implant they don't know how many times. Caller said the implant won't work and with the implant not working it was causing other troubles with their kidneys. The doctor said to get the implant explanted for it was doing more harm than good. Caller was requesting to get the implant out of the patient's body. Caller said they had talked to a representative about a month ago and they did not have answers for them. Pss reviewed role of manufacturer representative (rep) and pss emailed local field representatives advising them to contact the caller. Caller noted that the implant would no longer charge even after being sent a new stim, caller noted the inside was messed up and something on the implant was broken. Pss closed case.